Manufacturer narrative:
Patient information was requested and the customer reported the information is not available.

Event description:
The customer reported no ac connection; the issue may be caused by the power supply; device was switching between the external and internal battery, and wouldn't operate on ac power. The customer reported there was patient involvement and no patient harm.